Event description:
Pt found face down in the bathroom unconscious. Family member called 911, when paramedics arrived they received a reading of 33 mg/dl on their device and the customer's device read in the 200's mg/dl. The customer was given a glucose stick. They were also given a grilled cheese sandwich and drank an orange soda and pepsi. The customer had taken normal medications during the day. Unsure if controls were used or not. A request was made for the return of the suspect device and replacement was sent.